Event description:
It was reported that episode review identified atrial tachycardia response (atr) events, atrial undersensing and noise. The patient's atrial lead was manufactured by a competitor. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.